Event description:
It was reported that t:slim x2 pump battery would not charge, leading to pump shutdown and inability to turn pump back on, although the issue had resolved by the time of the call. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing charging supplies and was able to upload pump data, and technical support provided education about reset settings and required steps after pump shutdown, which customer understood and acknowledged, with follow-up planned. Cts to replace pump. Customer will continue to use current pump.